Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux-en-y procedure, while being applied on jejunal transection, the device shoots very roughly and a bulging of the stapler was noted. During firing, the device completely fallen apart and the surgeon used force, so both staplers were used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of one device. There was no damage noted in any of the three photos provided. Functional testing was unable to be performed as the device was not received. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.